Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown medication (unknown con centration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The rep stated that the patient had a history of the pump flipping. The rep did not know when issues with pump flip occurred before. The event date was unknown. No symptoms were reported. Follow-up was conducted for the event date, the serial number of the pump involved, the intrathecal drug information (name, lot number, concentration, daily dose, and therapy start and end dates), other medications that the patient was taking at the time of the event, the patient's pertinent medical history, symptoms related to the event, troubleshooting performed in relation to the pump flip, actions/interventions taken in relation to the event, and the cause of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.